Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piece of insulin pump was missing. Customer stated that the reservoir lip ring was damaged. Customer also experienced high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The p-cap / reservoir locked in place properly during testing. Device passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No physical damage to reservoir tube lip or broken off pieces at the casing was noted.